Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a spinal fusion procedure to treat the spinal canal stenosis on (B)(6) 2020, the tip of the driver shaft had already broken before its use. The procedure was completed with a replacement without surgical delay. No further information is available. This report is for one (1) sfx x20 torque driver shaft. This is report 1 of 1 for (B)(4).